Event description:
It was reported that the right ventricular (rv) lead was oversensing and there was noise. The physician suspected the lead had an insulation breach. The lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).